Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: one (1) imp,tsv,mcol mg,4.7mm,8mm (tsvmwb8) was returned for investigation. Visual evaluation of the as returned product identified the screw fractured, above the threads region. The remaining screw threads were seen stuck inside the implant. Device history record (DHR) review was completed for the subject lot number (1220982). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1220982) for similar event and no other complaint was identified. Review completed utilizing keywords: fracture screw. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. PMA/510(k) number k101880.

Event description:
It was reported that the fracture of the mount screw inside the implant. The surgery was completed with another implant.